Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found many decals and scratches present on the cover; otherwise the unit appeared to be in good physical condition. All knobs and switches functioned properly. The unit passed the endostat iii return evaluation procedure and met all specifications. The condition of the returned device was not consistent with the complaint of intermittent output; the complaint was not confirmed. The investigation found neither evidence of the alleged issue nor any defect which could have contributed to the event. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during a procedure (type and date unknown). According to the complainant, energy delivery in the "control cut" setting would stop soon after it was activated, and this pattern persisted throughout operation in this mode. The procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during a procedure (type and date unknown). According to the complainant, energy delivery in the "control cut" setting would stop soon after it was activated, and this pattern persisted throughout operation in this mode. The procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be fine.